Event description:
Revision surgery of the left hip due to pain, high metal ion levels and not properly aligned components. On (B)(6) 2013 performed blood test showed high levels of chromium and cobalt.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).